Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("muscle pain in shoulders") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced myalgia (seriousness criterion medically important), fatigue ("chronic fatigue/fatigue preventing me from working full-time"), sports injury ("fatigue injuries during sports"), mental impairment ("blocked feeling in my head"), dyspnoea exertional ("shortness of breath from exertion"), tendonitis ("tendinitis in achilles heel and elbows/I am a regular runner and have had to give up the annual half-marathon several times due to tendinitis./I have now stopped running!"), bruxism ("teeth-grinding"), stress ("stress due to apprehensiveness in the face of these health problems"), mass ("back of neck and spine with knots unresponsive to physiotherapy"), neck pain ("pain in d5 and also d7-d8 back of neck ") and spinal pain ("pain in d5 and also d7-d8 pain in spine"). The patient was treated with non-drug therapy (physiotherapy rehabilitation) and physical therapy (physiotherapy). No causality assessment was received for essure with regard to sports injury, myalgia, mental impairment, dyspnoea exertional, tendonitis, bruxism, stress, mass, neck pain, spinal pain or fatigue. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: increased number of consultations with the physiotherapist, the osteopath, the acupuncturist, x-rays, ultrasounds investigations into anxiety-inducing causes place of occurrence: patient¿s home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("muscle pain in shoulders") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced myalgia (seriousness criterion medically important), fatigue ("chronic fatigue/fatigue preventing me from working full-time"), sports injury ("fatigue injuries during sports"), mental impairment ("blocked feeling in my head"), dyspnoea exertional ("shortness of breath from exertion"), tendonitis ("tendinitis in achilles heel and elbows/I am a regular runner and have had to give up the annual half-marathon several times due to tendinitis./I have now stopped running!"), bruxism ("teeth-grinding"), stress ("stress due to apprehensiveness in the face of these health problems"), mass ("back of neck and spine with knots unresponsive to physiotherapy"), neck pain ("pain in d5 and also d7-d8 back of neck ") and spinal pain ("pain in d5 and also d7-d8 pain in spine"). The patient was treated with non-drug therapy (physiotherapy rehabilitation) and physical therapy (physiotherapy). No causality assessment was received for essure with regard to sports injury, myalgia, mental impairment, dyspnoea exertional, tendonitis, bruxism, stress, mass, neck pain, spinal pain or fatigue. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: increased number of consultations with the physiotherapist, the osteopath, the acupuncturist, x-rays, ultrasounds. Investigations into anxiety-inducing causes place of occurrence: patient¿s home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.